Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ xc and experienced excruciating pain hours later. Patient returned to the clinic that same day. There were no signs of swelling. Patient was treated with 375 units of hylenex and advised to keep heat on the area, in case there was a vascular occlusion. Healthcare professional did not believe there was a vascular occlusion. Event ongoing.